Event description:
It was reported that the pt had been experiencing an increase in seizures. The pt's vns is now near end of service; however, the elective replacement indicator was "no" when the seizures reportedly began. The pt's generator has been replaced. Attempts for further information have been unsuccessful to date. Attempts for the return of the explanted generator are in progress.

Event description:
Attempts for the return of the explanted generator were unsuccessful as it has been reported to be discarded. A battery life calculation was performed that estimated that the generator was likely at, near, or past end of service.